Event description:
A bard g2 or eclipse ivc filter was placed at an outside hospital and was no longer needed. The patient was referred to our hospital for removal. Imaging revealed the filter was fractured. No removal attempt had been made. I removed the ivc filter and the fractured component. The patient tolerated the procedure well.